Event description:
Reported that a "piece" of the kiwi vacuum was noted on the surgical field. The item was removed and identified as part of the kiwi vacuum. The cst reported that initially, the first kiwi was "not working" as intended. As a result, a second kiwi vacuum, had to be used. The second vacuum worked as intended. No injury to patient or baby.